Manufacturer narrative:
Patient demographics requested however customer declined to answer.

Event description:
The customer reported that the upper fitment of the tubing broke off and leaked. It was reported that an unspecified narcotic leaked however there was no exposure of fluids to the patient or user and no harm to both was reported. The event occurred in the ICU.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the set broke and leaked between the upper fitment and the silicone segment. It was reported that the unspecified narcotic leaked "exposing" the nurse. Although requested there are no additional details provided at this time. There was no report by the customer indicating any patient harm.